Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00285.

Event description:
The patient was undergoing a coil embolization procedure in the superficial femoral artery (sfa) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil was advanced into the target vessel, however, the coil was not forming to the physician's satisfaction; therefore, the ruby coil was removed. The physician then proceeded to place a new ruby coil with no issue. When advancing another ruby coil in the aneurysm, the physician was not able to get a good pack because the coil was too long. The physician then decided to remove the ruby coil; however, the position of the base catheter was very unstable and subsequently, the ruby coil unintentionally detached. The physician felt that the lantern was relatively stable, and injected approximately half of the coil in the sfa. The physician used a snare device to remove the remainder of the ruby coil in three passes. The physician then switched to a new base catheter and a new lantern and the procedure was successfully completed using additional ruby coils. There was no report of an adverse effect to the patient.